Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) with stone extraction during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician attempted to crush the stone, the handle separated from the catheter. The stone and basket were unable to be removed, and the procedure was not completed. The patient was sent to surgery to successfully remove the stone and the lithotripter device. The patient's condition after the surgery was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the return device found the wire basket assembly had been removed from the device and the wires had been cut at approximately 8.5 cm from the proximal basket band. The basket wires were bent and the tip was found to be intact. The medial section of the pull wire was not returned. The coil assembly was found to be kinked and stretched and the side car -rx presented pushback. Side car -rx pushback could not be measured due to damage to the coil assembly. The thumb ring was found to be deformed and cracked; additionally it had detached and separated from the proximal end of the handle assembly. The finger ring section of the handle had also been removed from the handle body. The handle cannula was secured inside the finger ring section and the pull-wire was found to have failed and broken at 4 cm from the distal the end of handle cannula. The end of the fractured pull wire was necked down and broken into "v" shape indicating that the wire had most likely sheared apart. It is likely that the device was damaged during attempts to crush the stone; however, a definitive root cause of the damage, could not be determined. Therefore, the most probable root cause is undetermined. A device history record (DHR) review of lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) with stone extraction during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician attempted to crush the stone, the handle separated from the catheter. The stone and basket were unable to be removed, and the procedure was not completed. The patient was sent to surgery to successfully remove the stone and the lithotripter device. The patient's condition after the surgery was reported to be fine.